Event description:
The customer the device alarmed due to a data acquisition pcb adc (printed circuit board/ analog digital converter) reference failure and shut down while in use on a patient. There was no patient harm.